Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the control body corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the remote control button cut, the up pulley wire worn out, the operation channel resistance, and the water nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.